Manufacturer narrative:
This report is filed june 26, 2014.

Event description:
Per the clinic, the patient developed an infection at the implant site; the infection was treated with oral antibiotics (type, dosage, date and duration not reported) and debridement of the tissue (date not reported), without resolution. Subsequently the device was explanted on (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.